Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 660i synchron access clinical system generated erroneous sodium (na) and chloride (cl) patient results after twice weekly flowcell maintenance was performed on the instrument. Customer reported that the erroneous results were reported outside the laboratory. Customer reported that the erroneous results were amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec investigation indicates recalibration was not performed and quality control was not run prior to running the patient samples. Customer reported that recalibration of all the electrolytes resolved the issue.